Manufacturer narrative:
Additional information: the event was determined via ultrasound as complete occlusion due to stenosis of the arteriovenous fistula and is resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a ellipsys catheter was used to treat the right arm.  4 days post procedure patient suffered complete occlusion. No bruit or thrill. The event was treated with a percutaneous intervention. Patient recovering. The investigator assessed the event as not related to the index device, index procedure or secondary procedure. The sponsor assessed the event as possibly related to the index procedure and not related to the index device or secondary procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.